Manufacturer narrative:
The device referenced in this report was returned for evaluation. Engineering investigated the issue via tfs defect 540735. The returned catheter was inspected and tested and found to pass all safety and performance tests. The investigation results were saline contamination of the interconnect area. It is common for saline solution (from the pre-insertion test) to be present on the gloves of the catheter user. Sometimes, this conductive liquid can transfer to the interconnect area where the catheter and the swiftlink connect. A typical indication is an initialization error and failure of the catheter to function. If the catheter fails to initialize/image or if it is noticed that saline solution has gotten into the interconnect area simply disconnect the catheter from the swiftlink and wipe the interconnect area dry with a clean cloth. Reconnect and use as normal.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that after the patient was sedated, the doctor inserted the acunav catheter to perform an atrial fibrillation (afib) procedure. The doctor was in the left atrium (la) with the mapping catheter and ablation catheter when the imaging was lost. The doctor reseated the swiftlink cable, changed ports, and then rebooted the system; however, the issue was not resolved. After the doctor replaced the catheter, the afib procedure was continued and completed with no loss of data. There was no patient adverse event reported. No additional information was provided.